Event description:
Healthcare professional reported unknown side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Later also reported "capsular rupture with granulomic reaction to silicone". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, d9, h3, h6 based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ granuloma: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings on the device. Additional observations: ¿ observed deformation on the device. ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed crystalline in the gel.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported rupture and granuloma. Device has been explanted.